Event description:
It was reported that customer received minimum fill notification while attempting to load cartridge onto pump. There was no adverse impact to the customer¿s blood glucose level. Customer first reloaded same cartridge without success, then, under guidance from technical support, cleaned pneumatic tap area, filled and loaded new cartridge using proper technique, and successfully resumed insulin delivery, with no further issues reported.